Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The malfunction alarm was cleared, and insulin delivery was resumed successfully.